Event description:
It was reported to medtronic minimed that the customer reported the pump lagging in response, slower plunger rewind, rejected batteries, unexpected no delivery alarms, and insulin flow block error messages. The customer stated that the pump does not have a good connection to the continuous glucose monitoring. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-332a, mmt-7040a, mmt-397a, and mmt-1884. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the keypad anomaly and loss of communication. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, mmt-332a, mmt-7040a, mmt-397a, and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump communicated and calibrated properly with test guardian link transmitter 4. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. However, no relevant alarms were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test, and self-test. No unexpected alarms or anomalies were noted to confirm any delivery, motor, or rewind anomalies. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. However, no events were recorded to confirm any battery anomalies. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and found flattened dome (creased). No moisture damage was noted on the electronic stack. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Customer allegations for no communication between pump and transmitter were not confirmed when pump successfully paired and communicated with sensor. Allegations for rewind anomaly, motor anomaly, and no delivery anomaly were not confirmed when unit tested successfully, and no motor, rewind, or delivery anomalies were noted during testing or in download history review. Customer allegations for failed battery test were not confirmed when the baat tool did not find any events to confirm any battery anomalies. However, customer allegations for keypad anomaly were confirmed when a flattened dome (creased) on the middle button was noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.